Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their act buttons was harder to press and insulin pump rejecting the new batteries also random no delivery alarms. Customer reported that crack in screen of insulin pump make it difficult to view display. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. No missing segment or partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime or fill or rewind anomaly noted during testing. Device had cracked belt clip slot, no cracked lcd window noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.